Event description:
An endurant iis stent graft (esbf3614c103ee/(B)(6)) was implanted to treat an abdominal aortic aneurysm. A type ia endoleka was diagnosed on an unknown date. Intervention was performed approximately 4.5 years post-index procedure, when a suprarenal stent fracture was observed. The intervention performed was a thoracic-abdominal repair with a non-medtronic branch device 4 vessel inner branch. Two radiology reports from different dates were received. Noted a focal kink and narrowing in the distal descending thoracic aorta from the fusiform aneurysm to the bifurcation. There was also at least 50-75% narrowing of the right renal artery origin although normal perfusion and morphology was maintained. Focal cortical infarction also observed on the left kidney but no stenosis or occlusion of the left renal artery. The stent graft was patent without in-stent stenosis. The second report from approximately 6.5 years post-index procedure noted mural thrombus of the aorta. No endoleaks present and all arteries and stent patent. It is unknown if the renal issues may be related to the endurant device. Endoanchors were in situ, however, the date and reason for endoanchor placement could not be confirmed.

Manufacturer narrative:
Film evaluation summary: during film analysis of esbf3614c103ee/(B)(6) it was observed that endoanchors have been implanted into the patient. A type ia endoleak had been reported but could not be confirmed based on the images provided; however, a proximal loss of seal was identified. The anatomy at implant is unknown, and earlier post-implant CT¿s were not provided for comparison of the stent graft's in vivo configuration over time. It is possible that disease progression due to neck dilatation associated with the thoracoabdominal aneurysm may have contributed to the event but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.